Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
The customer's mother reported via telephone call that the insulin pump had a blank screen. The blood glucose reading was 400 mg/dl. The battery cap contacts were not missing or damaged and the battery compartment and spring not damaged or corroded. The insulin pump was not dropped, bumped or exposed to moisture and showed no signs of physical damage. The display returned with a new battery but the caller requested a new insulin pump and agreed to return the product for analysis.